Event description:
Customer reported that she over bolused. Customer's blood glucose readings were 59 mg/dl because she treated for carbs however did not put in the blood glucose readings. Customer's blood glucose reading at the time of the call was 40 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.